Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Event date is an estimate.

Event description:
It was reported that following an unrelated surgical procedure, the ipg became unable to communicate with external devices. Troubleshooting has been unable to resolve the issue. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Correction: h1 - type of reportable event should have been serious injury rather than malfunction. Correction: b1 - product problem (e.g., defects/malfunctions) should have been selected rather than left blank. Correction: b2 - other serious (important medical events) should have been selected rather than left blank.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.